Event description:
Sales rep (B)(6) reported on behalf of the customer (B)(6): during surgery to remove the implants from this pt, he noticed that the rod at the right side was broken, which he didn't see on the pre-op x-rays. "Pt initially operated on (B)(6) 2008, screw placement l4-s1 second surgery (B)(6) 2008, cage placement, MRI 2010 fusion has been successful and no breakage of rod shown on these images. Implants were taken out of the pt on (B)(6) 2012, because pt didn't feel comfortable anymore with implants. During removal it appeared that the rod at the right side of the construct was broken, just below the mac-connector between l4 - l5."

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.